Manufacturer narrative:
Correction: the stent thrombosis was also treated with stenting. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: cine images were returned for evaluation. Diffused and calcified lesion on prox/mid rca. Mid pl significant small lesion. Stent implanted at pl and prox rca. Post dilation performed. Multiple vessel disease. Rca with diffused calcified lesion, not fully covered. Lack of ostial postdilation. No intravascular imaging used. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: it was also reported that stent thrombosis occurred 11 days post stent implantation in the rca. The thrombus was treated with aspiration. The patient was on dapt when the thrombotic event occurred. The physician did not assess that the thrombus event was directly related to the use of the relevant device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: 0% residual stenosis was noted post-intervention. It was indicated that the proximal rca was 100% occluded. The event was treated with aspiration and the implantation of three resolute onyx des in the rca. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx coronary drug eluting stent was implanted to treat a moderately tortuous, moderately calcified lesion with 90% stenosis located in the proximal right coronary artery (rca). The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the patient returned presenting with a myocardial infarction eleven days after the procedure. It is also stated that a 2.25 x 12 onyx stent was deployed in the posterolateral branch with no issues. The patient is reported to be alive with no further injury. The physician did not assess that the mi event was directly related to the use of the resolute onyx.